Event description:
Anterior communicating aneurysm web (B)(6) 2019. Bilateral vision loss. Started with right eye 2 weeks after procedure and progress to left eye. MRI with right optic nerve and left optic chiasm enhancement. Etiology unclear. Reviewed with microvention sales and clinical reps including physician consultants. Considerations including thrombosis extending to adjacent perforators. Already on aspirin and plavix. Started steroid. Vision improved. FDA safety report ID# (B)(4).